Event description:
It was reported that a pediatric user experienced recurrent hyperglycemia while using the ilet system with teflon infusion sets, including blood glucose values reportedly between 500 and 660 mg/dl with concern for near diabetic ketoacidosis, leading the caregiver to discontinue ilet use and revert to an alternate insulin delivery therapy; a product return was requested and approved outside the standard return window after clinician discussion and troubleshooting efforts that included review of infusion set insertion technique and consideration of steel infusion sets. Symptoms included hyperglycemia. Outcomes included device discontinuation and product return. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed an unclear cause of hyperglycemia with suspected infusion set or insertion-related delivery issues; no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.